Event description:
A malfunction was reported on the pump by the caller. The customer's blood glucose level was 415 mg/dl. Technical support helped the caller reset the pump, which resolved the malfunction code issue. The customer was advised to continue using the pump, change supplies as necessary, and was instructed to contact support if the malfunction code recurs. No further action was needed.